Event description:
Clinical study. Same pt as 6000093-2005-00709. It was reported that 20 months after a coronary artery drug eluting stenting procedure the pt experienced a stent thrombosis (st) and required a target vessel reintervention (tvr). The lesion being treated in the index procedure was a 3.50mm saphenous vein graft, ostial lesion in the proximal left anterior descending (prox lad) artery. The physician treated the lesion with predilatation and successfully placing a taxus express2 8.8% 3.50x20mm drug eluting stent in the target lesion. There were no complications. The pt was discharged the next day on plavix and aspirin. Twenty months after the initial procedure the pt experienced a st and required a tvr. The physician successfully performed a balloon angioplasty on the pt in the prox lad with resolution of the st. The pt was discharged the same day. In the opinion of the physician the relationship of the pt's st & tvr to the taxus stent is probable and there was proximal edge restenosis of the taxus stent.